Event description:
During a egd (esophagogastroduodenoscopy) the tip fell off the catheter. Upon receipt of device from decontamination, it was noted that the tip with the needle guide tube assembly detached.